Event description:
Factory failure analysis of the power supply returned from an international distributor revealed a malfunction that may result in the unit shutting down during operation when ac power is restored. If a failure of the power supply occurs during use and the ventilator shuts down due to a loss of ac power, an audible power fail alarm will activate. The ventilator was not in use on a patient and therefore there was no patient involvement or harm.